Manufacturer narrative:
The date received by manufacturer has been used for this field. PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer -lok¿ syringe with detachable needle leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one returned sample received for investigation. The returned sample was subjected to visual inspection and hub leak test. Based on the visual inspection and hub leak test, the sample passed both acceptance criteria. During the visual inspection and hub leak test, there was no clogged needle observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the investigation finding, we are not able to confirm the defect. As such, we are unable to determine the root cause.

Event description:
It was reported that bd luer -lok¿ syringe with detachable needle leaked. No serious injury or medical intervention was reported.